Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device type. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue of a pca programming error was reportedly attributed to user programming per voice of customer; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer they have had "several patient harm events" when programming the pca pump without interoperability. Customer declined to elaborate on events stating, "there is no value add, as it pulls staff away from other patient care activities". There was patient involvement and unspecified harm. Customer is requesting a product enhancement request to have the capability to use interoperability with pca pumps.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer they have had "several patient harm events" when programming the pca pump without interoperability. Customer declined to elaborate on events stating, "there is no value add, as it pulls staff away from other patient care activities". There was patient involvement and unspecified harm. Customer is requesting a product enhancement request to have the capability to use interoperability with pca pumps.